Event description:
It was reported that a pump has 2 instances of system error 322 in the history log. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was tested for 24 hrs during eval with no occurrences of system error 322. Review of history log confirms the system error 322 reported symptom. Eval of known contributors to system error 322 has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.